Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v435851, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that they were experiencing a loss or change of therapy. The patient called in because stating she needs to have the device removed. The patient said the device is no longer effective and the patient programmer does not communicate with the implantable neurostimulator (ins). Symptoms reported were: device no longer effective . Event date: multiple but happened around the same time. Device stopped being effective - 2013. Patient programmer not communicating with ins - 2013. The patient did not have a current hcp (healthcare provider) she sees regarding her device. The doctor moved which is why she wasn't seeing him. Additional information received from the patient noted that they didn't know the circumstances of the event; they had an appointment (B)(6) 2015 with their implant doctor to see what was going on. The doctor had moved out of state, but the patient found where he had relocated and set up an appointment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received from the patient reports the batteries were dead when she went to healthcare provider. Reportedly, they had been dead for a long time. The patient scheduled a surgery to have it removed.